Event description:
It was reported while performing a redo atrial fibrillation ablation procedure, the patient developed a pericardial effusion. During the ablation procedure, an atypical atrial flutter was induced. The arrhythmia was mapped and a mitral isthmus line was performed using the therapy cool path ablation catheter. The physician also ablated in the junction of the left atrial appendage and the left superior pulmonary vein. While ablating in this area with the therapy cool path ablation catheter, the patient became hypotensive and intracardiac echocardiography showed a pericardial effusion. Protamine was administered and a pericardiocentesis was performed with approximately 500cc of blood removed from the pericardial space. The patient was reportedly stable both during and after the event. The physician stated that he may have perforated the heart while ablating near the left atrial appendage.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.